Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the ventricular connector on the external pulse generator was broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the ventricular connector was broken, the output connector assembly was broken. Analysis further noted that the encoder nuts were not torqued to specification, that one case screw was contaminated and that one of the returned batteries had an indent on its negative terminal which did not appear to have been done by the manufacturer. All found defective parts were replaced and all other identified issues resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.